Event description:
It was reported the patient "collapsed" and device interrogation showed short periods of intrinsic rate lower than the programmed lower rate. The device is being replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.